Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a carotid artery endarterectomy surgery in which vascu-guard patches were used. Following surgery, the patient was transferred to the cardiac care unit (ccu) with no signs of hematoma and a jp drain in place. Approximately five hours later, the patient experienced bleeding and presented with a deviated trachea, no stridor was noted. It was reported 10 minutes later, the patient was transferred to the operating room and was intubated. Following intubation, ¿very large amount of blood clots¿ were evacuated, and after the carotid artery was visible, the doctor noted that a portion of the vascu-guard was ¿frayed¿ or ¿somehow degraded¿. The physician was not able to recover pieces of the graft area. A second vascu-guard patch was put in place to re-enforce the original patch graft site, no issues were noted. The patient remained intubated and transferred back to ccu. Additional treatment or interventions were not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.